Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported she was hospitalized due to diabetic ketoacidosis. Blood glucose level was in the 500mg/dl range. The events leading to the hospitalization were high blood glucose level and customer was throwing up. She was treated with an insulin drip. Troubleshooting was performed. Customer disconnected from the pump. The drive support cap was normal. No air bubbles found. The insulin did exit during manual prime. No leaks were noted. Time, date, basal rates, and bolus wizard were correct. In the alarm history, low reservoir was noted. The bolus history is recording. The device passed the high pressure test. Customer was uncomfortable that the insulin pump alarmed no delivery after the second high pressure test. No bent cannula noted. No further information to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.